Event description:
It was reported that a 3.5 x 12 xience v rx stent delivery system (sds) was advanced into a non-abbott guiding catheter then to a moderately calcified lesion in the non-tortuous proximal left anterior descending coronary artery without resistance felt. The sds balloon was inflated to deploy the stent. The xience v rx sds was withdrawn from the anatomy without resistance felt. An intravenous ultrasound (ivus) catheter was advanced, revealing that the stent had not been deployed in the anatomy. The ivus catheter and guiding catheter were withdrawn from the anatomy and the stent was found dislodged inside of the guiding catheter. A non-abbott stent was deployed successfully in the target lesion. There were no adverse patient effects and on occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.